Event description:
Handle of device mechanism locked up unable to move device into approach position. No patient harm occurred another farawave was opened to complete the case. Vendor notified. Manufacturer response for pulsed field ablation catheter, farapulse farawave (per site reporter).